Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). A product development evaluation was performed. The screws were returned with no signs of wear. The screws were inserted through the screw holes in the plate and were able to pass through without any difficulties. The securing mechanism on the plate successfully locked the screws as well. The screws are used to fix the interbody plate and spacer in place through a wide range of screw trajectories in the cranial and caudal direction according to the pertinent technique guide. Product drawings were reviewed during the investigation. The screw is dimensioned and tolerant so that the major diameter of the screw will pass freely through the screw hole in the plate. The shape of the pin in the screw hole allows the screw head to pass beyond the pin but not back out without an external force pressing the pin inward. The returned screws and plates found that the screw was able to be advanced into the plate as described above and in the technique guide. Review of the product drawings found the design adequate the for the screws intended use. The complaint condition may have resulted from the surgeon attempting to insert the screws at an angle beyond the range described in the technique guide. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several spacers came detached from a va zero-p implant during surgery. The patient was being implanted with a va zero-p implant and several zero-p va spacers on (B)(6) 2014 when several of the spacers came unattached from the plate. There was a twenty-five minute delay in surgery. Three spacers in total become unattached during the procedure. There was no noticeable breakage to the implants that came unattached. The surgeon had difficulty with implants zero-p va implant 7 millimeter height (04.647.117s), zero-p va implant 8mm height (04.647.118s), zero-p va implant 9 millimeter height (04.647.119s) and two 3.7 millimeter ti cervical spine screws (04.647.834). The surgeon was able to implant the patient the zero-p va implant 7 millimeter height plate (04.647.217s) using two 3.7 millimeter ti cervical spine screws (04.647.836). This is report 5 of 6 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is used for treatment and not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.